Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An inaccurate glucose reading issue was reported with use of the abbott diabetes care (adc) device. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer was hospitalized in the intensive care unit (ICU) and had healthcare professional (hcp) who obtained an unspecified blood glucose result on an hcp meter and removed the device. In addition, the hcp measured "blood pressure and everything" and provided an unspecified treatment. There was no report of death or permanent impairment associated with this event.